Manufacturer narrative:
(B)(6). Complaint conclusion: the proximal end of the coil showed severe compression damage. The coil adjacent to the ball tip had been dinked. The remainder of the coil was undamaged. The returned coil exhibits compression damage. There were multiple contributing factors that may have contributed to the coil becoming stuck inside the microcatheter. For the first factor, the returned sl-10 microcatheter¿s inner diameter has interference located at 38.0 cm off the proximal end. The returned coil exhibits compression damage associated with encountering a blockage inside the microcatheter. All test coils could not be advanced past this section. The circumstances of how and where this damage occurred cannot be determined. The second factor is the severely compressed sl-10 microcatheter¿s tubing located 3.9 cm off the distal tip. The circumstances of how and where this damage occurred cannot be determined. The third contributing factor is the coil¿s distorted ball tip. The circumstances of how and where this damage occurred cannot be determined. Since there was no evidence of a manufacturing issue related to the event, no corrective action was taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The deltaplush coil got stuck inside the sl-10 microcatheter and retrieved safely. The coil was found to be damaged during analysis. Some micrus coils and competitor's coils were deployed with no problem using the same microcatheter. There was no serious injury or required intervention as a result of the event.